Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Event description:
The customer reported that the unit has check vent alarm for battery failed. The customer contacted product support and verified good charging voltage from the power management (pm) pcba to the battery. Product support provided parts ID for the battery. The customer reported that the unit was not in use on a patient.